Manufacturer narrative:
Section a1 - patient identifier complete entry: (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p45-22, that has a similar product distributed in the us, list number 07p45-40. The complaint investigation for falsely elevated alinity I toxo igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for the issue for the product. Return testing was not completed, as returns were not available. Specificity testing was performed using an in-house retained kit of lot 47080be00, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. The overall performance of alinity I toxo igg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. Median value(s) for the complaint lot are within the established limits and comparable to the historical reagent lot performance. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I toxo igg, lot number 47080be00, was identified.

Event description:
The customer observed falsely elevated alinity I toxo igg result for a 31-year-old female patient. The following data was provided (customer¿s cut off is <1.6 iu/ml is negative, 1.6-5.0 iu/ml is grayzone, >3.0 iu/ml is sent for other testing): sample ID (B)(6). Initial result was 6, repeats were <0.1 and 0.0 iu/ml. The patient¿s previous result was negative. The patient¿s toxo igm result was negative. There was no impact to patient management reported.